Manufacturer narrative:
At this time, product has not yet been returned. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR for lite meter freestyle was reviewed and showed the lite meter freestyle passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc meter would not respond when the 'm' button was pressed. Customer further reported having to receiving medical treatment due to the meter not powering on and experiencing an "insulin attack". No further details were provided by the customer. There was no report of death or permanent injury associated with this event.